Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer(r) sst" blood collection tubes experienced foreign matter in tube biological and non-biological this event occurred 7 times. The following information was provided by the initial reporter: translated to english. The customer stated: the following issues were found in tubes (367989) from lot 0170702: fm in gel x6, dirty tube x1.

Manufacturer narrative:
H6: investigation summary: bd received 7 samples from the customer for investigation. The samples were evaluated by visual examination and the indicated failure mode for fm in gel and dirty tube with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes experienced foreign matter in tube biological and non-biological this event occurred 7 times. The following information was provided by the initial reporter: translated to english. The customer stated: the following issues were found in tubes (367989) from lot 0170702: fm in gel ×6. Dirty tube x1.